Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pacemaker could not be interrogated via radiofrequency(rf) or inductive telemetry. Premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. As received, the device had unstable telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal voltage levels. Hybrid circuitry was tested, resulting in normal current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.